Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's driveline was damaged. The driveline's outer silicone jacket was missing and the bend relief slid down the driveline. There were no reports of alarms or power stops. A driveline repair was performed and there were no immediate alarms after the patient was attached to the regular ungrounded cable.

Manufacturer narrative:
Section d4, h3, h4: additional information manufacturer's investigation conclusion: examination of the returned portion of driveline and submitted photo confirmed superficial damage to the outer silicone jacket of the driveline, including a separation of the distal end bend relief from the metal connector. Approximately 21.5¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. A tape repair was present on the majority of the returned driveline, from the metal connector to approximately 18.5" from the metal connector. The silicone jacket was missing from the majority of the driveline. Separation of the distal end bend relief from the metal connector was observed. Additional tears to the bend relief were observed approximately 0.75" and 1.75" from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The tape repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2011 via customer order s81298. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.